Manufacturer narrative:
Product analysis the proximal portion of the lead was returned, analyzed, and analysis could not be performed due to legal restrictions. Only visual analysis of the lead was performed. The analyst noted that there was legal claim indicated in pli#10. Therefore, this lead is considered under litigation for the purposes of destructive testing permission. Process per department work instructions for concomitant product. Concomitant: d334drg device, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.